Manufacturer narrative:
Report confirmed. Evaluation determined that both tools returned has similar fracture locations near the fluted end portion. The likely cause was identified as the fracture location, orientation and surface texture is consistent with tools breaking when a side load was applied on the tool during use. Bending stress caused the tool to bend and break. Tools were most likely not rotating when each broke. The device user manual warnings section includes the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two of the same type of tools were broken when a suture hole of craniotomy line was being created. It was reported that there was no patient impact. No further information was obtained upon follow up.